Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a therapeutic cystoscopy while using the electrodes the generator kept alarming. There were attempts to unplug and re-plug the generator with no success of stopping the alarm. This led to a surgical procedural delay as the procedure was unable to be completed and the patient had to return at another time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3, h4, h6 and h11. The olympus service team received a generator for the reported issue of "its keep alarming when we use the electrodes. We¿ve tried using different electrodes. Unplugging it and re-plugging it." As a part of the estimation process, this device underwent a visual inspection and functional tests to assess the device status. This device was estimated. The user¿s request could not be duplicated. However, there was minor scratches on the housing and corroded output socket. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint was classified as cause not established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.